Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to leakage due to pin hole in rubber. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.